Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Pre-procedure imaging revealed lipomas and septal hypertrophy, along with a trace pericardial effusion. The versacross pigtail wire was advanced into the inferior and superior vena cava (ivc/svc), and the watchman fxd curve access system (was) was positioned on the septum. Intracardiac echocardiography (ice) and transesophageal echocardiography (tee) confirmed that the septum was markedly thick, leaving only a small window for crossing. Both the tee physician noted that safe positioning could not be confirmed visually. Despite this, the physician expressed confidence in the tenting observed and instructed the team to proceed. After crossing the septum, the wire was advanced into the left atrium (la), but visualization of the wire within the left atrium (la) was not achieved. The wire was withdrawn to the ivc/svc, and a second attempt was made. This time, tenting appeared very anterior, which the physician deemed acceptable. The wire was successfully advanced into the la, and visualization was confirmed. When advancing the was over the pigtail wire into the la, the patient became hemodynamically unstable. Tee revealed an increase in pericardial effusion. Pericardiocentesis was performed, removing approximately 310 cc of bright red blood, which was auto-transfused back to the patient. The was and pigtail wire were removed, and the procedure was aborted. A drain was left in place, and the patient was transferred to the intensive care unit (ICU) for recovery. In the physician opinion, a possible septal perforation during transeptal puncture was suspected. The patient is expected to fully recover and to be discharged by (B)(6) 2025. Act was therapeutic. Patient was anticipated to be discharged. The device is not expected to be returned for analysis (discarded).